Manufacturer narrative:
Inspection of the device found the exposed portion of the soft cannula to be shortened. The cannula was observed to be out of specification (0.81 inches). Fluid path test was conducted. Upon manual rotation of ratchet gear, the fluid did not flow through the complete fluid path due to shorter length of the soft cannula. The download data does not contain any alarm, timeouts or drive stalls that would indicate a failure to deliver insulin. It could not be conclusively determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 25 mmol/l (450 mg/dl) while wearing the pod on the arm between 24 and 36 hours. A new pod was applied to treat the hyperglycemia.